Event description:
As per details reported on (B)(4) from repair order log # (B)(4). "Failed rf leakage test with foot pedal."

Manufacturer narrative:
Investigation: x-review DHR. X-inspect returned samples. Analysis and findings: (B)(4). Distribution history: this complaint unit was manufactured at csi on 07/29/2019 under wo#'s (B)(4) & (B)(4) and shipped on 08/06/2019. Manufacturing record review: DHR's (B)(4) & (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was serviced march 2022 and processed under an unrelated recall to update the board to the latest revision. Rf leakage was not confirmed in 2022 prior to being updated. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: as the device tested to specification and found to meet all visual and functional test specifications a root cause is not applicable. Corrective actions: correction and/or corrective action. The unit was evaluated, tested to specification, and returned to the customer. Although not confirmed to have a functional issue the leakage error had been investigated under CAPA 801 due to other similar complaint descriptions. The findings found the design was not a contributing factor and supports the likelihood of a set up error by the end user. No further training required. Was the complaint confirmed? No.

Event description:
As per details reported on (B)(4) from repair order log # 100036 "failed rf leakage test with foot pedal."

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.